Event description:
It was reported that during an acl reconstruction surgery when the surgeon pulled on the button, he noticed that it was broken in two pieces. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause is user error. Excessive force may break the implant and impair its ability to be fully seated the complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.